Manufacturer narrative:
(B)(4)

Event description:
It was reported the pt was not receiving the same therapeutic effect he did during his trial period. It was stated the pt hadn't received enough relief, "if any at all." It was stated the pump appeared to be functioning fine, but the pt wondered if "the catheter is not in the correct spot." The medication being delivered via the device was lioresal. Additional info has been requested, a f/u report will be sent if additional info becomes available.